Manufacturer narrative:
D10- concomitant medical product was not returned to manufacturer. Investigation- evaluation: a review of the complaint history, device history record, instructions for use (IFU), and quality control were conducted during the investigation. The complaint device was not returned so physical examination could not be performed. Since relevant dimensions could not be measured against specification, the device cannot be confirmed to be manufactured out of specification. Additionally, a document based investigation evaluation was performed. The risks associated with these devices are acceptable when weighed against the benefits. The device history record (DHR) for the lot showed no nonconformances. Relevant coaxial needle subassembly lot showed no nonconformances as well. A database search revealed four other complaints from the lot at the time of the investigation. They were all reported from the same user facility and concern the same failure mode. There is no evidence to suggest there is any nonconforming product in house or out I the field. Cook also reviewed product labeling. Instructions for use are packaged with this device. Relevant sections include: intended use: quick-core biopsy needles are intended for soft tissue biopsy. The product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for soft tissue biopsy should be employed. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. It is possible that the device is screwed too tightly during pertinent quality control inspection steps, but this cannot be confirmed. Based on the information provided, no returned product, and the results of the investigation, a definitive cause could not be established. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Date of event: unknown. Device available for evaluation: unknown. PMA/510(k) #: k973565. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required placement of a quick-core coaxial biopsy needle set for a liver biopsy procedure. The user reported difficulty removing the inner stylet from the needle. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.